Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with a "failing" pump head module was confirmed as failure code 808:02. However, this condition was not duplicated and the cause of this condition was not determined. The pump was not repaired at this time because it is a stay-in device owned by baxter. Additional information: this involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.92.

Event description:
The facility representative contacted (B)(4) technical services to report a colleague infusion pump with a "failing pump head module"; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.